Manufacturer narrative:
As reported, a 6mm x 40mm x 120cm smartflex vascular (vas) self-expanding stent (ses) was placed in a stenotic lesion of the arteriovenous fistula (avf) and the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the smartflex did not deploy. Additional information was received and during analysis of the device, the stent of the unit was observed deployed approximately 1.5 cm. The user then withdrew the system and used a new system (unknown). The device was stored, handled, inspected and prepped as per instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter is 4.5mm and the length is 30mm. Thus, making the diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends or previously placed stents. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment attempt. There was no reported patient injury. The device was returned for analysis. One non-sterile smart flex 6x40 vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially opened. Per visual analysis, the stent of the unit was observed partially deployed approximately 1.5 cm. The hypo tube rod of the unit was observed slightly bent. No other anomalies were observed. Per dimensional analysis, the usable length, and outer sheath length of the stent delivery system couldn¿t be measured due to the bent condition of the unit, as received. Per functional analysis, stent deployment test of the unit was successfully performed; neither deployment difficulty nor any other anomalies were observed during the test. A product history record (phr) review of lot 237618 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses- deployment difficulty partial deployment¿ was confirmed since the unit was received approximately 1.5 cm partially deployed. However, the stent of the unit was successfully deployed as expected. The cause of the reported event as deployment difficulty partial deployment could not be determined during the analysis. Procedural and handling factors such as vessel characteristics and or the user¿s interaction with the device, during use may have led to the reported event. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ ¿if resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported condition could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6mm x 40mm x 120cm smartflex vascular (vas) self-expanding stent (ses) was placed in a stenotic lesion of the arteriovenous fistula (avf) and the user kept the pusher tube in a fixed position while moving the outer sheath proximal to the pusher tube; however, the smartflex did not deploy. Additional information was received and during fal analysis of the device, the stent of the unit was observed deployed approximately 1.5 cm. There was no reported patient injury. The user then withdrew the system and used a new system (unknown). The device was stored, handled, inspected and prepped as per instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter is 4.5mm and the length is 30mm. Thus making the diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends or previously placed stents. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment attempt. The device will be returned for evaluation. No other information was provided.